Event description:
Boston scientific received information that this pacemaker could not be interrogated despite the use of two different programmers and multiple troubleshooting techniques. The caller stated that he does not think this is a programmer problem as initially he was able to communicate with the device and when he tried to clear the counters telemetry could not be re-established. The previous battery status was beginning of life (bol) and the magnet response was asynchronous. Currently, they cannot obtain a magnet rate. This device is included in the insignia microcrystal failure mode 2 population ((B)(6) 2005).

Manufacturer narrative:
A boston scientific technical services consultant assisted the caller with troubleshooting efforts which were unremarkable for successful device interrogation. Therefore, the consultant recommended device replacement. No other adverse events have been reported. This event will be re-evaluated if additional information is received. The device was returned in (B)(6) 2012, for an unspecified reason. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.